Manufacturer narrative:
The investigation for the reported major bleed has been completed. No product was returned for review. The root cause of the major bleed is most likely patient condition related since patient has oozing from site as well as oozing from the suture puncture marks where the needle went into the skin.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient had access site bleeding during impella cp support. It was noted that patient had oozing from site as well as oozing from the suture puncture marks where the needle went into the skin. After repositioning, physician decided to place another forward tension suture. The medical team was talked through angle matching, and manual pressure was also applied by staff for 20 mins. After 20 mins, hemostasis was achieved with no visible oozing and dressing was applied. Patient survived.